Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and was found to have a completely broken grip tip. A piece approximately 0.4670" x 0.1860" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage.

Event description:
It was reported that the 8mm tip-up fenestrated grasper had a misaligned tip. The procedure was completed with no reported injury.